Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-21020 due to the damage to the tip of the device. Visual evaluation noted that the curette ring is broken. The most likely cause is attributed to misuse due to use error. Refer to the investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-21020 curette ring is cracked. The issue occurred during the case and was taken out of service immediately. The patient was not affected.